Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have fluctuating blood glucose. Customer's blood glucose dropped to 34 mg/dl at the end of the call. Customer declined troubleshooting. Customer will not be returning the device for analysis.